Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the drill bit broke during a hand surgery and the piece was left inside of the patient. Also, the stardrive screwdriver shafts became twisted during implantation of unknown screws causing the screws to strip. The procedure was completed successfully without any further issues. Patient outcome is unknown. This report is for one (1) unknown - screws: trauma. This is report 4 of 4 for (B)(4).